Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 4.8; (B)(6) 2011, 3.4, lab: 1.9. Customer received meter on (B)(6) 2011. Tests done at the same time on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.